Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of over 600 mg/dl. Customer¿s current blood glucose level was 137 mg/dl. The customer provides details regarding symptoms of their high blood glucose episodes such as abdominal pain. Customer was treated with manual injection. Customer wishes to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer did not allege insulin pump was under delivering. Customer stated that the drive support cap appears normal. Customer was performed the displacement test and the test result was passed. Customer was declined to perform the high pressure test. Customer troubleshoot was performed for high blood glucose level. The insulin pump will not be returned for analysis.